Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt has had pump stoppages with manipulation of the external portion of the driveline on both batteries and ac power. Percutaneous lead repair completed on (B)(6) 2014. After repair, standard pt cable was connected to system controller without pump stoppages or red heart alarms. During observation, customer later reported a red heart alarm while connected to power module/pt cable. On (B)(6) 2014, a device tracking form was received by the MFR confirming that the pt received a pump exchange.

Manufacturer narrative:
The report of a suspected percutaneous lead issue could not be confirmed without a full evaluation of the pump. Although the pump was available to be returned to the manufacturer for analysis, a 15" portion of the percutaneous lead (lead) that was removed during the lead repair was returned for evaluation. An electrical continuity test of the lead did not reveal any discontinuities or shorts. Examination of the lead found breakdown of the braided shield adjacent to the metal connector and the terminus of the connector bend relief; however, visual inspection of the underlying wires within the lead found them to be unremarkable. The lead was submerged in a saline bath for high potential testing to check for current leakage though each wire's insulation. The test did not reveal any leaks that could have resulted in an electrical short. A review of the pump device history records showed no deviations from manufacturing or qa specifications. The pump handbook contains a section on ¿caring for the percutaneous lead" and states all lvad percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information is available. The manufacturer is closing its file on this event.

Event description:
Clarification of information: after the percutaneous lead repair, the hospital reported that the patient experienced a red heart alarm while connected to the power module (tethered support). The hospital made a request to the manufacturer to provide a modified patient cable for the patient's use. A pump exchange to another lvad was subsequently performed due to a suspected internal percutaneous lead compromise. It was later reported by the hospital that the explanted pump would not be returned to the manufacturer for analysis.

Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.